Event description:
It was reported that a tip detachment occurred. The target lesion was located in the subclavian artery. A 9.0x30x135 cm express ld vascular stent was selected and advanced to treat the target lesion. During the procedure, it was noticed that the tip of the device was broken. The stent could not be released so, the physician retrieved the tip by withdrawing the stent directly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified no kinks or damage along the entire length of the device. An examination of the crimped stent found no damage. The stent was tightly crimped onto the balloon and the balloon did not appear to have been subjected to any positive pressure. No issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a tip detachment occurred. The target lesion was located in the subclavian artery. A 9.0x30x135 cm express¿ ld vascular stent was selected and advanced to treat the target lesion. During the procedure, it was noticed that the tip of the device was broken. The stent could not be released so, the physician retrieved the tip by withdrawing the stent directly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.